Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred when using existing cartridge. Customer¿s blood glucose ranged from 500-600 mg/dl. Reportedly, the customer did not know the reason for high blood glucose level, reportedly the customer has manual injection and delivered boluses to address bg. Reportedly, a new cartridge was filled and loaded successfully.